Event description:
Boston scientific received information that one week post implant, this right ventricular defibrillation lead and competitor device revealed shock impedances greater than 150 ohms. It was noted that even 48 hours post implant, the shock impedance had started to increase. A connection issue was suspected. A revision procedure was performed and the lead was able to be pulled at the distal coil and was released without the need for the setscrews to be unscrewed. A loose connection was confirmed. The lead was properly connected and the impedances returned to normal parameters. The system remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted with normal measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.